Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 67-year-old patient with a 7300tfx29 valve model implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of three (3) years and one (1) month due to degeneration. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient outcome was reported as stable condition.

Manufacturer narrative:
Added information to section (type of investigation), (investigation findings) and (investigations conclusions) a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.